Event description:
It was reported that the fiber broke during use on a patient. It snapped approximately 4 inches above the surgeon's hand, resulting in a burn from the laser. The procedure was completed using an alternate device, and there were no patient complications.

Event description:
It was reported that the fiber broke during use on a patient. It snapped approximately 4 inches above the surgeon's hand, resulting in a burn from the laser. The procedure was completed using an alternate device, and there were no patient complications.